Event description:
Additional information was received from a healthcare professional (hcp). It was reported that, on (B)(6) 2017, the doctor taught the patient and programmed their generator. All electrodes were reset to a comfortable sense of stimulation and they were left on electrode three. The patient was seen on (B)(6) 2017 and there was no urinary tract infection (uti). It was noted that they had a confirmed enterobacter cloacae uti on (B)(6) 2017, which was treated with cipro. This happened after the first stage for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's trial started on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated during the trial there was nothing at first but she got an uti and after taking antibiotics she saw a benefit. .no further patient complications have been reported as a result of this event in the event description. Information omitted pertained to related pe 0701911233.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.